Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell module. The damaged enclosure and failed load cell were likely attributed to mishandling, such as a drop. During the visual inspection, a cracked front enclosure was observed. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the damage. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed a failed load cell module 1. The load cell module 1 was replaced to remedy the (ua) 07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with (B)(6).

Event description:
During the shift check, after the call, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that couldn't be resolved. The platform worked as designed during the call. No patient involvement.